Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, stress testing, power cycling, full functionality testing and testing of all pacer functions without duplicating the report. An internal inspection was also performed with no discrepancies noted. Review of the device activity logs doesn't show any circumstances consistent with the customer report. Analysis of reports of this type has not identified an increase in trend.